Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer indicated they¿ve been experiencing various telemetry issues including system wide signal loss over the course of 2-3 weeks. No adverse event was reported.